Event description:
Health care professional (hcp) reported a cracked header on a 5th use dialyzer noted during use. Per the health care professional, estimated blood loss was 200 ml. Health care professional stated the pt was admitted post incident for transfusion. Per the health care professional, the pt was then discharged and fully recovered.